Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the replacement of the pulse generator, an insulation anomaly was noted. The lead was explanted and replaced.